Event description:
It was reported that the cot would not raise or lower in both powered and manual modes due to a defective hydraulic valve. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.